Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: 5076-52, lead, implant: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance and was oversensing noise resulting in inappropriate therapy. A lead fracture is suspected. The lead was reprogrammed and then partially removed and replaced few days later. No further patient complications have been reported as a result of this event.